Event description:
Additional information received reported the cause of the event was the urinary tract infection. Increased incontinence was noted. No hospitalization was required and the patient outcome was not provided. A second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was ¿still having some problems, but it was not like it was¿. After surgery, for the first week or so, it was ¿really great¿, the patient was maybe urinating 10 times a day and had no leaking. For the 4 or 5 days prior to the report however, the patient leaked when she sneezed or coughed. On the morning of the report, the patient reportedly wet her bed when she stretched. The reporter stated that the patient got a urinary tract infection (uti) 2 days prior to the report and was prescribed antibiotics. At the time of the report, the patient was on program 2 at 3v. An attempt was made to increase stimulation but the patient did not have an antenna and was having trouble reaching the ¿controller¿ behind her back. It was noted that the patient was going to obtain assistance to complete that. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# va01t7d, implanted: (B)(6) 2013, product type lead. (B)(4).